Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an in clinic follow up, dislodgement of the left ventricular (lv) lead was confirmed by x-ray imaging. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations did not reveal any anomalies on lead body. The ¿s¿ curve portion of the lead was normal and the hump height was measured within specification. Electrical tests did not reveal discontinuities or short between any conduction paths.